Manufacturer narrative:
(B)(4). Asp investigation summary: the investigation included a review of the device history record (DHR), trending of lot number, system risk analysis (sra), and product retains analysis. DHR review could not be performed as lot number was not provided. Lot history review could not be performed as lot number was not provided. The sra indicates the risk associated with exposure to biohazardous, pathogenic or infectious material is "low." The suspect positive cyclesure® bi was not returned for evaluation. Retains testing could not be performed as lot number was not provided. The suspect bi was not received for evaluation and product retains could not be evaluated. As a result, the assignable cause is "insufficient information for investigation." The issue will continue to be tracked and trended.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported a positive result with a cyclesure 24 biological indicator (bi) after a completed sterrad 100nx duo cycle validation. The subsequent bi result was negative. There was no load involved. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of positive cyclesure 24 biological indicators.